Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results for 2 patients from coaguchek xs plus serial number (B)(4) compared to the laboratory results. For patient 1 the result from the meter was 5.9 inr and the laboratory result using venous blood was 4.5 inr. On (B)(6) 2018 the result from the meter was 4.3 inr and the laboratory result using venous blood was 3.3 inr. For patient 2 on (B)(6) 2018, the result from the meter was 3.3 inr and the laboratory result using venous blood was 2.5 inr. There was no allegation of an adverse event. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please